Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device returned to MFR ¿ additional d9: date device returned ¿ additional g3. Date received by manufacturer - additional h2: additional information /device evaluation h3a device evaluated by mfg - additional h3b: evaluation included - additional h6: event problem and evaluation codes ¿ additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.